Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed multiple alarms for low speed and low flow hazard as well as pump stop events captured between 10mar2019 5:38pm and 14mar2019 1:19am, however, a root cause could not be conclusively determined through this evaluation. The account suspected thrombus passing through the pump, however, a correlation between the device and the suspected thrombus could not be conclusively determined through this evaluation. The patient remains ongoing on vad support with no further related issues reported. No atypical lab results were noted and the patient was asymptomatic. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. The IFU also explains all alarms related to pump stops and how to troubleshoot them. The IFU also instructs users to seek help if there are any changes to how the device sounds, feels or operates. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 65 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. Tt was reported that the patient experienced multiple alarms, including low speed advisory alarms and low flow alarms. The cause of the alarms was not determined but thrombus passing through the device is suspected for the low speed alarms. It was reported that patient experienced no symptoms of the event. The patient recalls having dash and pluses noted on their controller. The patient also reportedly remembers hearing some intermittent alarming but no continuous alarms. Log file analysis captured speed drops or pump stops five days. The speed drops occurred on both mpu and battery power. It was reported that it was not suspected that the issues is caused by the percutaneous lead because the patient had a pump exchange on (B)(6) 2019. No additional information was reported.